Manufacturer narrative:
Mxp2403369. Qerts# 501249. Email address for contact office above is: (B)(6). Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Discrepant negative reactions in antibody identification for a patient sample with a known weak anti-e(rh3) antibody. The root cause is sample-related, associated with the patient's anti-e(rh3) antibody being weak and at/or around the detection limit of the method and reagents used and/or associated with the variability of the expression of the e(rh3) antigen on the cells of the red cell reagents/donors. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.

Event description:
A customer complained about what was described as discrepant negative reactions in antibody identification obtained for a patient sample tested in indirect antiglobulin test (iat) when using 0.8% resolve panel b lot vrb291 using ortho mts card (lot and type not provided) with a workstation. Complainant/complaint reporter: (B)(6) - laboratory technologist. Date of event: 15 december 2021. Reported on: 15 december 2021 by the complainant to the orthocare helpdesk. Reagents: 0.8% panel b lot vrb291 expiry date 28 december 2021, manufactured date 26 october 2021. 0.8% resolve panel a lot vra395 expiry date 11 january 2022, manufactured date 09 november 2021. 0.8% panel c lot and expiry date not provided. 0.8% test red blood cells for antibody screening, type, lot and expiration date not provided. Ortho mts anti-igg card lot and expiry date not provided. Patient information: patient's diagnosis: overian cysts. Patient suspected to have a weak anti-e(rh3) antibody reacting only with e(rh3) homozygous cells. The customer reported that they initially tested the patient sample for antibody screening in iat with 0.8% cells (no further detail was provided) and that they had obtained a weak positive reaction (with 1+ reaction strength) with cell 2 of the red cell reagent being r2r2. The customer reported that they tested the same patient sample for antibody identification in iat using 0.8% resolve panel a lot vra395 and that they obtained positive reactions only with r2r2 red cells of the red cell reagent. The customer reported that they had tested the patient sample for antibody identification in iat using 0.8% resolve panel b lot vrb291 and 0.8% resolve panel c (lot not provided) with ortho mts anti-igg card with their ortho workstation and that they obtained: with vrb291, discrepant negative reactions with cells 16 and 17 of the red cell reagent being r2r2, weak/1+ with cell 15 being r2r2 and negative with all e(rh3) heterozygous cells / e(rh3) negative cells as expected. With 0.8% resolve panel c untreated cells all r2r2 reacted weak/1+ and all e(rh3) heterozygous cells / e(rh3) negative cells did not react as expected. No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.